Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose (bg) was 490 mg/dl. The supplies were changed to address the event and bg lowered to 159 mg/dl. Insulin delivery was resumed.